Manufacturer narrative:
As reported this appears to be a use of device issue. There was no information provided to understand how this occurred. The hemostat is applied by pushing a bellows that releases the powder at the targeted area. How the material came in contact with the physician's eye in unknown. Arista is a 100% plant based polysaccharide. As the reported event required intervention to flush the eye and with a patient possibly involved could result in an adverse outcome if this were to recur, as such MDR is filed to document the event with limited information. Note, the date of event is estimated based on the date of awareness. Device not returned.

Event description:
As reported, during use in a case the arista ah (hemostat) powder squirted into the physician's eye. The physician¿s eyes were flushed out. There was no reported injury to the doctor or patient as a result of this event. Additional information was requested, but not provided.